Event description:
It was reported that the bezel is causing the monitor to randomly print and shut off. There was no pt injury reported. (B)(6).

Manufacturer narrative:
An investigation was initiated with the supplier of the switch panel. It was determined that this condition is due to a contamination present in the fixed key panel material. A risk analysis was performed. Draeger medical initiated a recall on (B)(4) 2010 to address this problem. No pt deaths or injuries have been reported as a result of this condition.